Event description:
Healthcare professional reported "pro active mastectomy of the left breast." " in left nipple implant with a slight deformation (wavy), with unchanged structure, without fluid reactions around it. In the left axillary fossa visible lymph node up to 2 cm - unchanged shape, preserved intact, without abnormal vascularization in the cd." And lymph node 20mm, benign looking on MRI and ultrasound and liver cyst- which is not device related. Healthcare professional later reported ¿breast ultrasound diagnosed fluid - seroma, which was confirmed during the surgical procedure.¿ ¿breast cancer- which is not device related¿ of a non-(B)(6) device. The device has been explanted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".